Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A conclusive cause for the reported patient effects of pain and the relationship to the product, if any, could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2016 a starclose se device was placed in the right common femoral artery after an angiogram to achieve hemostasis without any issues. Approximately, one month post procedure the patient began experiencing pain at the access site while sitting and while walking. Follow-up with the patient's general physician indicates that it is likely sciatica but the patient reports no pain in her back. No treatment has been performed. The pain has not subsided. No additional information was provided.